Manufacturer narrative:
Device evaluation: the device was returned to animas and investigated by product analysis on 07/20/2016 with the following findings: on examination, the battery compartment was confirmed to be cracked on the left side of the grip pad and below the grip pad. Unrelated to the original complaint, the display was noted to be dim and discolored.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.